Event description:
A caller reported an occlusion alarm. There was no adverse impact to the customers blood glucose level. To resolve the occlusion events, the customer reloaded the current cartridge and resumed insulin delivery without changing the cartridge.